Event description:
It was reported that the patient experienced rapid changes in heart rate during exercise, resulting in pressure and discomfort in his abdomen. Follow up with the clinic was unsuccessful. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2009 (B)(6); 6935 implantable tachy lead 2012 (B)(6). (B)(4).